Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
Inadvertantly left the facility name off of the initial report.

Event description:
Medtronic received information that following implant, the patient developed left bundle branch block. No treatment was given and the condition remained ongoing. Nine days post-implant the patient was noted to have first-degree av block that was treated with medication. Ten days post implant, the patient had complaints of dizziness and was brought in for a 12 lead assessments; eleven days post-implant, the patient was implanted with a permanent pacemaker. No additional adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.